Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw3643 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported midline catheter placed under ultrasound guidance. The patient expressed some pain upon removal of the wire but is fine overall. X-ray performed and showed that a small portion of the wire was still inside the patient.